Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire engaged in the device. Upon initial review, it was discovered that the guide wire was a csi 0.014" peripheral flextip guide wire. This guide wire is not labeled for use with this coronary oad device. The initial visual and tactile examination of the handle assembly and driveshaft revealed that the driveshaft was stretched and elongated at the crown bond location. The crown was detached and was not returned for analysis. Biological material was observed on the driveshaft filars near the crown bond site. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. Examination of the exposed guide wire sections revealed that the spring tip core wire was fractured 5mm distal to the proximal solder bond. The spring tip coils were also stretched and fractured, the distal end of the spring tip was not returned for analysis. The guide wire was seized within the driveshaft tip bushing, but was able to be removed distally from the handle assembly with significant resistance. Examination of the remaining section of the guide wire revealed surface wear and galling that coincided with the location of the seized guide wire section under the tip bushing. Biological material was observed on the guide wire shaft. The driveshaft and fractured spring tip section were sent for scanning electron microscope (sem) analysis. Sem analysis revealed torsional stress of the face of fractured guide wire. Sem analysis also revealed significant solder residue on the driveshaft at the location of the crown bond, indicating that the crown had been adequately bonded during manufacturing. The damaged section of the driveshaft was destructively removed to allow for functional testing. An in-house 0.012" test wire was loaded through the remaining driveshaft and handle assembly without issue. When tested, the device spun at low speed and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire lot number was not reviewed as the lot number is unknown. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire was using a peripheral guide wire with a coronary oad. The coronary oad is labeled for use with only the 0.012" guide wire model gwc-12325lg-flp. Csi ID# (B)(4).

Manufacturer narrative:
The device has been received, but analysis has not yet been completed. (B)(4). Device analysis in process

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the left anterior descending (lad) artery. The physician advanced the guide wire and loaded a csi orbital atherectomy device (oad) onto it. The physician tested the oad briefly outside the patient, but while doing so, the oad got stuck on the guide wire. The oad and guide wire were removed and angiography revealed that the distal tip of the guide wire had broke off in the patient. The tip of the wire was left in the patient and the procedure was aborted. The patient status remained stable throughout the procedure and was brought back to the facility two days later for a successfully atherectomy procedure. A request for additional information was made, but was denied by the facility.